Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. (B)(6). Product investigation was completed for part # 359.219, lot # 9656845. Product was received for manufacturer evaluation/investigation. A visual inspection and device history records review were performed as part of this investigation. Upon visual inspection of the complaint device it can be seen that the handle of the instrument is broken, thus confirming the complaint description. The handle is cracked as described in the complaint description. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction and agrees with the described intraoperative failure. A device history record (DHR) review was performed for part # 359.219, lot # 9656845. Manufacturing site: (B)(4), manufacturing date: dec 01, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition there is no particular information regarding what has happened to this article by customer, based on this we are not able to determine the exact reason for this reported problem. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an even as follow: it was reported that the inserter was received broken. Unknown if detected before or during a surgery. No reported adverse event to a patient. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).